Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim y-site of primary alaris tubing broke while vasoactive medication was being infused in hemodynamically unstable.

Event description:
No additional information.

Manufacturer narrative:
It was reported that that the y-site of primary alaris tubing broke. One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and no leaks were observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.